Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-724b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of glass cap is detached and not returned; the metal cap is detached and returned; the glass cap exhibit severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end wall integrity is compromised and exhibits minor scratch marks, signs of melting, and partially erased red octagonal sign and blue arrow indicator; the connector cone, segments, and tabs appear in good condition and secured; the fiber connector passed the signature verification fixture test. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "console does not recognize fiber" could not be confirmed; glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the console did not recognize the fiber. Additionally, "the point was broken" was noted after 169,000 joules of use. The tip (cap) was cleaned during the procedure. The fiber was exchanged, and the procedure was completed utilizing the second fiber. There was no patient injury reported due to the event.